Event description:
It was reported that a non-stryker coil was implanted into the left internal carotid artery (ica) aneurysm but ¿did not stay in the aneurysm¿ and a balloon (subject device) over a guidewire were used to assist embolization. However, after the balloon was inflated, a complete rupture of the parent left ica vessel occurred resulting in bleeding. The balloon was half inside and half outside of the vessel when it was inflated. The physician stated that this ruptured the vessel. There was a small bump on the vessel, which looked like a weak spot and it looked like the guidewire and the balloon perforated the parent vessel there. The physician was not sure if he used bigger than 1 cc syringe and applied more than the maximum inflation volume at the moment the left ica parent vessel ruptured. A non-stryker balloon was used to perform a balloon occlusion of the left ica and non-stryker coils were placed inside the ruptured parent vessel. The left ica was occluded and the bleeding was stopped. However, the left ica was sacrificed and there was no blood flow to the left part of the brain, which was potentially life threatening. The procedure was completed using another device. One day post procedure, the patient died. The physician does not believe that the event is related to the devices and considers the procedure itself and the condition of the vessels to be contributing factors.

Event description:
It was reported that a non-stryker coil was implanted into the left left internal carotid artery (ica) aneurysm but ¿did not stay in the aneurysm¿ and a balloon (subject device) over a guidewire were used to assist embolization. However, after the balloon was inflated, a complete rupture of the parent left ica vessel occurred resulting in bleeding. The balloon was half inside and half outside of the vessel when it was inflated. The physician stated that this ruptured the vessel. There was a small bump on the vessel, which looked like a weak spot and it looked like the guidewire and the balloon perforated the parent vessel there. The physician was not sure if he used bigger than 1 cc syringe and applied more than the maximum inflation volume at the moment the left ica parent vessel ruptured. A non-stryker balloon was used to perform a balloon occlusion of the left ica and non-stryker coils were placed inside the ruptured parent vessel. The left ica was occluded and the bleeding was stopped. However, the left ica was sacrificed and there was no blood flow to the left part of the brain, which was potentially life threatening. The procedure was completed using another device. One day post procedure, the patient died. The physician does not believe that the event is related to the devices and considers the procedure itself and the condition of the vessels to be contributing factors.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was returned for analysis and the balloon catheter was noted to be kinked most likely due to procedural factors during the procedure limited the performance of the device. The device was flushed without difficulty. A demonstration 0.014¿ guide wire was advanced through the balloon catheter without difficulty. The balloon was inflated and deflated without difficulty. There was no evidence of leaks to the balloon. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation, hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.